Event description:
A hospital in a foreign country reported to us that, water was leaking out of an mr290 humidification chamber. They believe it could be due to poor connection between the humidification chamber and the plate at the base of the humidification chamber. No pt harm was reported.

Manufacturer narrative:
The device is expected to be sent back to fisher & paykel healthcare ltd results: investigation still underway, no results to date. Conclusions: no conclusion can be made at this time.